Manufacturer narrative:
The customer replaced the display screen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer on the v60 indicating that the devices back light went out on the screen. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse provided part number for the user interface (ui) assembly, without nav-ring, v60 (gray) and for the upgrade of 1st gen ui to work with a 2nd gen lcd assembly for the repair. The investigation is ongoing.